Event description:
The reporter questioned whether the device was. The reporter questioned why the shock advisory system feature did not advise a shock during the reported event. The pt's outcome and details were not reported to mpc.